Event description:
It was reported that the patient a loss of stimulation from her implantable neurostimulator. Interrogation showed impedances greater than 40,000 ohms on some electrodes and stimulation could not be perceived at any amplitude. Reprogramming was performed, but no patient outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the cause of high impedances was unknown and that the patient scheduled surgery on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: na.

Event description:
It was reported that the patient's procedure was postponed due to an unrelated medical condition. If additional information becomes available, a follow-up report will be sent.